Event description:
The wire basket (lithotripsy compatible) was used to retrieve a large stone measuring 2.5 cm. The stone was too big so it needed to be crushed. Attempts to crush the stone via mechanical lithotripter failed as the handle broke (rather than the stone or the wire). The bare cannula was removed leaving the basket wire in situ. The free wire was attached to the soehendra lithotripter but again, attempts to crush the stone or break the wire around the stone failed. The wire was left around the stone in the distal common bile duct. The pt was transferred to or for an emergent laparotomy for cholangitis and the removal of the stone and basket. The physician does not understand how this happened. Although rare, this has never happened in 20 plus years of practice. The md acknowleges that this type of event used to be more common prior to the re-design of the basket, which allowed the basket to break so it would not get stuck.